Manufacturer narrative:
Product event summary: the data files containing returned images show a catheter interface cable with a yellowish substance on the connection part on the generator side. The physical product analysis has yet to be conducted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscic101 catheter interface cable (cic) of lot number b000478201 was returned and analyzed. During external visual inspection of catheter interface cable, debris found inside generator connector plug. Cable functional test and connection evaluation was performed. The cic handle plug was connected to the test catheter without any issues, but the cable generator plug failed to clip as expected because the latches of the cic generator plug did not engage into the generator connector, indicating a connection issue. Functional testing of the cic could not be performed due to the connection issues. In conclusion, the catheter interface cable (cic) failed the return product inspection due to debris found inside generator connector plug. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a pulsed field ablation procedure, when an attempt was made to connect the catheter and the generator using the catheter interface (ci) cable, there was an adhesive-like substance attached to the connection part on the generator side and the connection could not be made. The ci cable was replaced  the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.